Event description:
It was reported that, during a robotic laparoscopic inguinal hernia repair while performing dissection, the surgeon commented that the grasp strength of the bipolar maryland forceps is poor and needs to be stronger to prevent difficulty performing essential functions. The case was completed with the instrument and there was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic inguinal hernia repair while performing dissection, the surgeon commented that the grasp strength of the bipolar maryland forceps is poor and needs to be stronger to prevent difficulty performing essential functions. The case was completed with the instrument and there was no patient injury.

Manufacturer narrative:
A correction was made to the following section: b1. Section was incorrectly filled out with adverse event, despite this event only being a product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: unique identifier (UDI) #, h3, h4 and h6: annex b and annex c have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported bipolar maryland forceps (bmf). Evaluation of the device data indicates that the reported issue is considered a hardware issue and cannot be captured in the logs. Evaluation of the device data for the reported bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic inguinal hernia repair while performing dissection, the surgeon commented that the grasp strength of the bipolar maryland forceps is poor and needs to be stronger to prevent difficulty performing essential functions. The case was completed with the instrument and there was no patient injury.